Event description:
It was reported that an individual with an implantable neurostimulator (97715 intellis adaptivestim pain) experienced a return of pain, ongoing severe and constant pain from complex regional pain syndrome (crps), with only three weeks of pain relief during that period. Pt mentioned they had pain from crps and said it is a suicide disease and people jump off the bridge if they cannot tolerate pain. Pt reported the controller went blank after not even 30 days. This happened over a month ago. The controller went out on a sunday and pt had to wait till next day for  rep to call them back. Pt suffered for 13 hrs until the rep called them back. Pt was sitting and crying. Rep helped pt reset. Pt said it should not be their responsibility to reboot. Pt said they got sent home after implanted with no instructions how to use the equipment. Pt also wanted to know what happens if battery goes bad and how many hours pt had to wait and suffer to get a replacement.  Pt reported their stimulation now moved to the opposite side of the body and they had zero pain relief now. This happened over a week ago. Stim needs to be on the left side of face and left hand. Instead it shifted to the right side. Pt said they tried all groups and intensity, for their hands and face. Pt described their pain was like sticking your hand in the campfire 24/hours a day and it has been like that for 26 months and pt got like 3 weeks of pain relief. Rep said it was the way it healed, with scar tissue, and told pt to schedule an appointment for reprogramming.  Pt had to suffer for 6 days while waiting to make an appointment 'without going and jumping off the bridge' and that's what pt told rep.  Pt also mentioned prior to implant, hcp told pt it is 50/50 chance that this therapy will give pt 0-50% relief. Pt was hoping to at least get 30%.  Pain provider notified as well as law enforcement notified of suicidal threat. Patient was told to go to ER or contact suicide hotline as well. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Patient reiterated information already reported in this file. Reason for call was pt reported a previous controller issue that happened sunday night, 5 weeks after the surgery; pt mentioned that the controller screen went blank and became unresponsive. Pt talked to their medtronic (mdt) rep the following day and was assisted in resetting the controller and the controller worked after that. Pt mentioned during the time when they cannot use the controller they were in pain for 13 hours and the "pain was off the chart" but mdt rep was very helpful. Pt added they did know that aa batteries work with the controller. Agent reviewed the use of aa batteries. Pt mentioned they bought a pack of durable aa batteries and always bring 2 of aa batteries with them just incase they would need them. Agent reconfirmed asked the patient if the controller was working fine and pt said yes.